Event description:
Customer alleged blood glucose results of 139 mg/dl, 95 mg/dl and 256 or 258 mg/dl when testing was performed back-to-back on the compact system. The customer stated he had no symptoms and did not report treatment or action based on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.